Event description:
It was reported a system 1 cardiopulmonary bypass machine was taken to the operating room for a procedure. After being unplugged and taken to the operating room, after approx 2-3 minutes the machine completely powered down. The machine has backup batteries that didn't keep the machine powered up while it was unplugged. The disposables were removed from that machine and setup on another machine. The machine was then taken out of service and biomed dept was called to communicate this incident with terumo, the MFR of the machine. The pt was not effected by this incident.